Event description:
The device tested out of specification during manufacturer's analysis. The device was returned from outside of the us without information regarding patient impact or product performance. Efforts to contact the physician/hospital regarding this event are in process at this time. Follow-up did not yield any additional relevant information regarding this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary testing revealed no pacing output when device programmed vvi 65. Further testing revealed an anomalous output condition. The no output condition was the result of lifted hybrid bond wires. It cannot be determined if the wire bond lifts occurred before or after device explant.